Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation could not reproduce the battery issue during in-house testing. The device performed to specifications. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's internal battery was depleting at a quicker pace than normal. There was no patient injury reported as a result of this incident.